Event description:
After 32 months of implantation, this pacemaker was explanted for pocket erosion.

Manufacturer narrative:
(Other): since the device was not returned, the production history and sterilization records were reviewed. (Other): the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.